Event description:
The information received via medtronic indicated that the insulin pump had failed battery alarm. The customer also reported reoccurring replace battery alerts. The customer reported that the replace battery alert occurred less than 8 hours after the low battery alert. The insulin pump also alarmed with call for emergency assistance. The battery cap and battery compartment was not found corroded or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Software version 6.7v. Retainer ring black. Customer returned device for an alleged unexpected battery power loss and failed battery alarm found on (B)(6) 2021. Device passed the displacement test, active current test, sleep current test and self test. No unexpected battery power loss or failed battery alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. No alarms or alerts noted during testing, however, failed battery test on (B)(6) 2021 at 13:50:55.000 was found in the history files. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case, battery tube threads - cracked and cracked case-corner of belt clip rails. In summary, unexpected battery power loss and failed battery alarm not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.